Event description:
It has been reported to philips that when the system was starting up, the c-arm moved on its own and collided with the bottom of the table. There was no patient on the table when the issue occurred. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
According to the information collected, the issue happened when a procedure was stopped and the next procedure was about to start when the c-arm moved on its own and collided with the table. The philips field service engineer (fse) checked the logfile and found that there were numerous geometry resets and application errors. The reported issue was solved onsite by the fse who replaced the spc8 mvr in the frontal stand and calibrated the c-arm and z-axis. The c-arm movements were monitored for 3 hours with no abnormal issues observed. The system was returned to use in good working order. The spc8 mvr has been returned and investigated, and no failure was found. Philips tried to reproduce the reported issue by simulating a hardware failure in the stand. When a hardware failure is detected in the stand by the system¿s software, the software switches off the motor power of the stand and activates the brakes. This is a safety feature that is part of device design. Thereafter, the geometry automatically restarts and the power is restored. Because of the hardware failure, the movement brake is off and the c-arm is able to move due to gravity. As the system will continue to detect a hardware failure, the mains relay will be switched off again and brakes will be activated, stopping the movement. The probable cause is that a spc8 mvr failure caused this sequence of events. Corrected data: codes are updated as per the investigation outcome.